Manufacturer narrative:
Aisys cs2 anesthesia devices and upgraded aisys anesthesia devices deliver a momentary, self-correcting increase of the anesthetic agent, affecting the inhaled and exhaled concentrations for a short time, upon either of the following setting changes: a fresh gas setting change from 95%-25% oxygen to only air (21% oxygen). Any total flow setting change while using 21% oxygen (air only). Delivery of this momentary bolus of anesthetic agent is potentially hazardous because it could lead to hypotension in certain vulnerable pediatric patients when 21% oxygen (air only) is used. Ge healthcare (gehc) reported a field modification for this issue per 21 cfr 806 on 02/24/2015. The gehc internal field modification number is (B)(4). Patient information could not be obtained after multiple attempts. (B)(4). Exact date of event is unknown. (B)(4)

Event description:
The hospital reported that there was a momentary increase in agent output. There was no reported patient injury.